Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the return date and investigation results.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, there were no allegations against the device. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, there were no allegations against the device. There were no additional adverse patient effects reported. The pacemaker was explanted.